Event description:
It was reported that this patient had a ventricular tachycardia (VT) storm. It was noted that an external shock was delivered. The patient then developed a recurrent slow ventricular tachycardia (VT) in the intensive care unit. The programming of the device was changed, and detection enhancement were OFF in the VT1 zone. The patient received two inappropriate anti-tachycardia pacing (ATP) therapies and one inappropriate shock. Technical Services (TS) assessed the episodes and discussed changing the onset/stability as it would likely be more of a gradual onset if the patient was in sinus arrhythmia despite being stable. TS also discussed increasing the VT zone. The field representative noted that the patient was still in the intensive care unit and was sick. No adverse patient effects were reported. The device remains implanted.